Event description:
It was reported that a pocket infection occurred and the patient was referred for system extraction. During the extraction of the prior capped right ventricular (rv) lead the superior vena cava (svc) was torn and the patient experienced a hemothorax. Emergency surgery was required to attempt to repair the svc tear. The surgical team was unable to get patient on cardiac bypass and repair the tear. The patient expired on the table in the operating room.

Manufacturer narrative:
The lead was not active at the time of the infection event. The lead had been capped due to a malfunction which was reported via remedial action exemption on (B)(6) 2013. Additional information was received on (B)(6) 2013 that the patient died during an extraction procedure which was only performed due to a pocket infection. This lead was included in a field action. Based on the information received and without the return of the product, it could not be determined that this device performed as described in the field action. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).